Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was turned off on its own. Customer also stated that the insulin pump took longer time to rewind and it was louder. Customer also stated diminished battery life on insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.